Manufacturer narrative:
Date received by manufacturer: 14oct2019. Date of report: 22oct2019. Information was received that the touchscreen would not calibrate and was not sensitive. Pending repair of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 05 dec 2019. The touchscreen was replaced to address the reported issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01oct2019.

Event description:
The customer reported touch screen failure. There was no patient involvement.